Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose decreasing to 54 mg/dl, followed by treatment with oral glucose and additional juice, and subsequent recovery to 103 mg/dl; contributing circumstances included recent correction insulin, increased physical activity, irregular meals while camping, and early use period. Symptoms included dizziness, clamminess, and cold sweats. Outcomes included transient hypoglycemia that resolved with oral carbohydrate without the need for emergency care or hospitalization. Investigation included customer interview, review of use conditions, and troubleshooting and education on hypoglycemia management. Investigation of this case revealed no device malfunction and suggested user and behavioral factors such as unplanned activity, recent correction dosing, and meal variability as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related and situational factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.